Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h10. A getinge field service engineer (fse) evaluated the unit, but failed to duplicate the reported malfunction. The fse replaced the batteries after they failed the run time test. The fse completed a preventive maintenance (pm). The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part batteries with a reported unit failure of backup batteries failed pm procedure. The failure analysis and testing dept. Performed a visual inspection and found the batteries to be in good condition. The failure analysis and testing dept. Installed the batteries into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat fully charged the batteries. The battery run-time test was performed. The batteries cs300 ran for 80 minutes. The factory specification for battery run-time is 135 minutes. The batteries failed testing.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cs300 intra-aortic balloon pump (iabp) unit has power failure. There was no injury reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a